Manufacturer narrative:
Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, possible under delivery and was hospitalized for high bgs found on 01-jan-2023 (per ss event date). However, according in the customer's note, the customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, possible under delivery and was hospitalized for high bgs found on 31-dec-2022. The pump was received without a battery cap installed. The pump was received without a battery installed. Inserted a test battery and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 01-jan-2023, there is no unexpected alarms/suspends and found manual bolus delivery of dailytotalofbolusinsulindelivered = 36 u. 01/01/2023 13:12:32.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 01/01/2023 13:45:30.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 01/01/2023 16:07:28.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 01/01/2023 16:22:30.000 normalbolusdelivered normalbolusamountprogrammed = 6 bolusamountdelivered = 6 in further full review of the pump history/traces on the (customer's note) event date of 31-dec-2022, there is no unexpected alarms/suspends and found manual bolus delivery of dailytotalofbolusinsulindelivered = 60.025 u. 12/31/2022 00:33:12.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 12/31/2022 10:29:34.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 12/31/2022 11:45:48.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 12/31/2022 17:38:00.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 12/31/2022 17:45:24.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 12/31/2022 17:50:37.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 6.025 12/31/2022 18:08:44.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 on 12/31/2022 17:50:37.000, over infusion alarm was recorded and the manual bolus was cancelled. The normalbolusamountprogrammed = 10 u, and the bolusamountdelivered = 6.025 u. On 12/31/2022 17:50:57.000, the user clears the alarm and the insulin delivery restarted. As per checking the user setting, basal rate was set for 2.00u/hr and the basal 1 is set to 26.200 u. Over infusion alarm was expected since the maximum amount of insulin allowed in an hour was exceeded. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event dates of 01-jan-2023 and 31-dec-2022. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However. Slight corrosion was found on the battery tube assembly noted. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a end cap address label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. However, during visual inspection, slight corrosion was found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported taking boluses twice after dinner, but that this did not affect the blood glucose level. The customer experienced hyperglycemia with a blood glucose value of 30 mmol/l at the time of the event and was hospitalized. No further patient complications were reported. Troubleshooting was performed, and it was found that the customer had been using the insulin pump system within the past 48 hours, but the status of the activation of the auto mode feature was unknown. Though the pump passed the self-test and displacement test, however, the customer will discontinue the use of the insulin pump and it will be returned for analysis.